Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) sensor would not connect because the user entered an incorrect pairing code; after guidance to toggle sensor types and re-pair with the correct code, the sensor connected and displayed glucose readings. No adverse clinical symptoms reported. Outcomes included restoration of expected sensor connectivity without medical intervention or hospitalization. User support included technical troubleshooting and user education on correct pairing and sensor type selection. Investigation of this case revealed user error in pairing as the cause of the connectivity issue, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to setup and pairing.